Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a endoscopic variceal ligation (evl) in the esophagus, performed on (B)(6) 2009. According to the complainant, during the procedure, they had difficulty deploying the bands because the handle became tight, but were able to complete the case using this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis, however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).